Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 436-590 mg/dl. Troubleshooting was done. Advised customer to change the entire set, reservoir and insulin and treat per health care provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.